Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the tracking issues could not be reproduced. The rep exchanged the camera with one from another navigation system and observed no issues. Additionally, the rep reported that the battery was not holding a proper charge and replaced it. The replaced battery was sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the battery. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that the "eye of the camera is intermittent". No further details were provided. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: manufacturer updated to proper value.